Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil encountered resistance in the middle section of the catheter and failed to detach. The patient was undergoing pelvic embolization. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during a pelvic venography procedure, when passing the coil, it got stuck inside the catheter and did not slide properly to reach the release site. Once it reached the release site, it could not be properly released; the release system did not work. No patient symptoms or complications were associated with this event. No medical or surgical intervention was needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. Ancillary devices include a guide catheter.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was complete using another competitor's coil was used. According to the physician¿s statement, there were no contributing factors to the resistance. According to the physician¿s statement, when advancing the coil it became stuck inside the catheter. It was not specified whether it came out smoothly from the introducer sheath.